Event description:
After breast implants (2008) a lot of the following side effects have been aggressively progressing to date. Multiple side effects are but not limited to: loss of hair, changing eye vision, fatigue, breast and chest pain, nasal drainage, continuous cough, headaches, joint pain, back pain, swollen eyes (irritation), insomnia, night sweats, anxiety, brain fog, memory loss, irregular menstrual, and depression.